Manufacturer narrative:
The t:slim pump user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 600 (mg/dl). Reportedly, customer believed that the bg level was caused by unspecified previous medical issues. Customer reported that they did not believe that the elevated bg level was due to pump or supplies. Customer administered a correction bolus to treat the bg level. Reportedly, customer is using humulin u-500 insulin in the pump cartridges. Customer was reminded that this is off label use of insulin for the pump cartridges. Recommendation was made to consult with health care provider to discuss diabetes management.